Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic lobectomy. While resecting the lobes the first handle device was able to fire but the jaws of the device locked on the tissue. The instrument was removed by regular operation. The second reload device fired and there was poor staple formation, the nail was not complete. The staple line was incomplete at the distal end and was fixed using manual stitching. For the third reload device, the staple line was again incomplete at the distal end. This was fixed using manual stitching as well. No patient injury reported